Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as enduro tibia. The pre-operative diagnosis in (B)(6) 2016 was status post knee revision with multi-directional instability. The patient was initially implanted with enduro components on (B)(6) 2016. The type of cement used in this surgery was one-on-one with tobramycin placement of stimulan antibiotic load pellets with 240mg of tobramycin follow by 100mg of vancomycin per mixture. She experienced a fall in (B)(6) 2017 and had complaints of pain; imaging results showed a peri-prosthetic tibial fracture. There was a failed right total knee, revision due to failure of the tibial implant with some black debridement on (B)(6) 2017. A revision surgery was necessary. The implant that was revised was the aesculap enduro tibia. There had been signs of loosening but no acute inflammation. Treatment provided included intraoperative ancef and also tranexamic acid. Additional information was requested. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2020-00137 ((B)(4) nr195z).

Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00137 (400468931 nr195z). General information: we received a complaint regarding enduro components from the medical center of plano, USA. This is one of 12 cases regarding "problems with enduro components", "implant loosening" and "black debris" from (B)(6) medical center of plano. Consequences for the patient: post-operative medical intervention was necessary: revision surgery. Investigation: no product at hand, therefore an investigation at the devices is not possible. Batch history review: due to the fact that no lot numbers were provided, a review of the device history records must remain incomplete. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure at that time. In this case it could be probable that the failure is partially patient related. Rationale: on the basis of the current information and without a product for investigation, a clear conclusion/root cause for the implant loosening can not be drawn. Corrective action: product safety case was created.